Event description:
A report from the user facility stated the tip of the instrument broke during a rhyno-septoplasty procedure. After the break occurred the surgeon utilized additional suction and irrigation in the area where the break occurred. The surgeon did not feel an x-ray was required to confirm the tip was removed.

Manufacturer narrative:
The instrument was received and evaluated. Microscopic examination revealed the tip of the instrument was broken. The surface at the break was dark. There was no other sign of abuse and the cutting edge was in good shape. Unable to determine the cause of the break.